Event description:
The customer reported a blower temp high occurrence. No patient harm reported.

Manufacturer narrative:
Date of report: 22sep2018. Date of manufacturer: 10june2018. Failure investigation of the motor controller board indicated no failures were identified.